Manufacturer narrative:
The bedside monitor (bsm) was an old, out of warranty device and will not be sent in for repair. The customer will call back if they decide to replace it. No patient harm was reported.

Event description:
The biomedical engineer reported that the display on the bedside monitor (bsm) went black.

Event description:
The biomedical engineer reported that the display on the bedside monitor (bsm) went black.

Manufacturer narrative:
Details of the complaint on (B)(6) 2018, (B)(6) hanford reported the bsm-6700a (mu-671ra sn: ?) Had a black screen and he was unable to see anything. Customer stated the unit was old and out of warranty and he was to replace the unit. Service requested/performed unit was not returned. Multiple attempts were made to follow up with the customer to obtain device sn, receiving no response. Missing information the device information associated with the complaint file is not entered in the "product" field. Investigation result device history is unavailable due to no sn provided. Minimum age of the unit is 5 years as customer indicated it was out of warranty. There is no record of nka servicing performed on any mu-671ra units for this customer. Review of tickets opened at the facility found one other ticket regarding mu-671ra black screen: (B)(4) reported on (B)(6) 2017 for sn: (B)(6); the inverter board was determined to be broken. Part information#: 913968a was provided to the customer. No information on whether replacing the inverter part resolved the issue. Bsm-6000 series service manual advises periodic inspection at least once every year to detect degradation or loss of function. Section 2 "troubleshooting" addresses issues with display problems by providing possible causes and recommended action to take. The extent of maintenance and troubleshooting which was performed by the customer is unknown, however customer did not express desire to fix the unit as it "was old and out of warranty and he was to replace the unit". Similar tickets review using keywords "mu-671ra black screen" found related issues: 23567; bsm screen showed up black when powered on. Issue resolved by replacing the inverter board 23865; unit has a black screen but still works and sends data over to the cns. Information provided: inverter board and lcd part#:'s 16295; bsm screen was black. Issue resolved by rebooting the unit. From the information available, the root cause of the display issue is determined to be maintenance needed. No adverse trend is found and this issue is not suspected to be caused by deficient design. Customer indicated the unit was to be removed from service. Additional information: b4. Date of this report. D4. Unique device identifier (UDI) #. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative. The following fields contain no information. Attempts to obtain the information was made but not provided: d4. Serial#. F9. Approximate age of the device: cannot be calculated without serial# and manufacturer date. H4. Manufacturer date: without serial# provided, cannot determine manufacturer date.